Manufacturer narrative:
(B)(4). Batch # n53z1e. The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the procedure being performed was a sleeve gastrectomy. After the device was fired, only one staple line on the patient side was properly formed, the other two rows were not properly formed; the remnant side was fine. It was believed to be the second firing of the device with peri-strips buttressing using an ecr60t. A second device was used and the same issue occurred with the staples on one side not being properly formed. A third device was used to complete the case without issue. The sales rep confirmed that there were no patient consequences.